Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing in the pyxis station list, despite being admitted, which required manual facility searches. A technical support specialist (tss) reviewed the configuration using the information provided by customer and determined that the areas and units currently assigned to the station did not have admitted patients and only temporary patient records were present, indicating the issue was related to admissions configuration. The customer was informed that, due to this configuration, patients would not populate in the local station views and would instead require a facility search, and it was recommended that hospital information technology (it) review and adjust the assigned areas and units as needed. Further the customer confirmed that no active issue was observed at that time. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user could not see patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.